Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations (kink or block in the biopsy channel and a seed passing through the scope with a cleaning brush) were not confirmed. Additional evaluation findings were as follows: the insertion tube insulation megaohm value was 2, the distal end plastic cover had a dent, two light guide lenses had minor chips, and there was peeling on the distal end cover glue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis exera iii colonovideoscope, there was a kink or block in the biopsy channel. It was also reported that when cleaning the scope, the cleaning brush got stuck and a seed came out. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the instructions for use (IFU) warns that suctioning solid matter may cause clogging of channel. Therefore, it is likely the event occurred due to the user deviating from the IFU. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.